Event description:
The facility representative reported an infuso.r. Pump with a condition of "attention light is flashing and low battery." This condition occurred during programming/setup. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of an infuso.r. Pump with an attention light and low battery alert was not confirmed nor reproduced during product evaluation. Service found an issue powering on the pump due to the wire in the battery door. This condition was reproduced. The battery wire was replaced to fix the reported condition. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4).a service history review revealed the reported condition is not related to any previous reported problem for this pump.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.